Event description:
Customer stated that the meter was not sending information to the insulin pump. Customer also stated that the insulin pump was returning a reset alarm. Blood glucose level was 408 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a failed self test due to a faulty radio frequency board. The insulin pump passed the unexpected restart error test with no alarm. The insulin pump was received with a cracked reservoir tube lip and a scratched display window.